Event description:
A non-healthcare professional reported via a health authority that phacoemulsification with intraocular lens (iol) implantation was performed under topical anesthesia for posterior subcapsular age-related cataract. During iol implantation, a haptic fracture occurred, and the broken end caused a posterior capsule tear. Immediate management included injection of viscoelastic, limited anterior vitrectomy, anterior chamber irrigation, and pupillary constriction. The iol was stabilized. No significant immediate harm to the patient was observed. The reporter noted that this was a high-risk intraoperative event with the potential to result in surgical failure.

Manufacturer narrative:
The product was not returned for analysis; the lens remains implanted. A device history record review and a non-conformance review of the reported lot number was conducted. The deviation review did not reveal any potential contributing factors to the reported complaint and all corresponding production release specifications defined in the device master record were met. Root cause has not been identified. The manufacturer internal reference number is: (B)(4).